Event description:
The pt contacted lifescan and reported that the one touch basic test strips had no reaction or color change. There was no allegation of harm or serious injury. The pt had also performed a precision test with results of 17.1 mmol/l, performed within 10 minutes of each other. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the pt experienced injury due to the product. This case is reported as a product malfunction. The pt was sent a replacement meter and test strips.